Event description:
A customer reported obtaining an unexpected negative reaction with capture-r ready-screen (3) test wells, lot r232, on galileo echo instrument m00423.

Manufacturer narrative:
The image result files were reviewed by an immucor technical support specialist. The initial sample showed that all cells resulted as negative. Cell 2 visually appeared weakly positive. A review of the repeat testing with a different sample from the same patient resulted as negative with cells 1 and 3. Cell 2 was 3+ positive (e positive cell) when using a different lot of indicator cells. An antibody identification panel was performed and cells 1 and 2 were positive. Cell 6 resulted as equivocal that was edited to 1+ by the customer. The well visually appeared positive. Cells 1, 2 and 6 are e positive cells. All other cells resulted as negative. The customer was asked to repeat testing of the initial sample on the echo. Repeat testing was performed with a different lot of capture-r ready indicator cells. Positive results were obtained in cell 2. Unable to rule out that initial vial of indicator cells had been compromised.